Event description:
The pump was explanted after an implant duration of 49 months with the reason for removal given as "therapy related." It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.